Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The baxter technical service representative (tsr) assisted the home patient (hp) to cycle power off and on to get to "press go to start" prompt. The tsr explained to the hp to discard all supplies and report the alarms to their peritoneal dialysis nurse the next morning. The hp was contacted on (B)(6) 2011 by baxter product surveillance, at which time she stated that after starting over with new supplies no further issues were found. The hp stated she did not develop any adverse reactions or nor did she need any medical intervention. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was not confirmed, and the root cause could not be determined. This issue is being investigated through CAPA.